Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 2.2 ng/dl. On (B)(6) 2025, the repeated result was 1.26 ng/dl. The repeated result was believed to be correct.